Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. Visual, functional and dimensional inspections were performed on the returned device. The reported difficulty positioning and removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The high torque command wire referenced is filed under a separate medwatch report number.

Event description:
It was reported that a ht command wire advanced to the anterior tibial artery (at) without issue. An armada dilatation catheter advanced to the at lesion and balloon inflation was performed. Following, resistance was met. The wire had become entangled in the balloon and position had been lost. All was removed from the patients anatomy and another device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.